Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The technician noted the svc coil was stretched from the proximal cross groove towards the distal end of the lead.

Event description:
It was reported that the lead was attempted to be implanted but not used. The physician noticed that the distal part of the superior vena cava (svc) coil was damaged/stretched. The lead was removed from service and a new lead was implanted. No patient complications have been reported as a result of this event.